Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2011, this patient underwent an endovascular procedure whereby two gore tag thoracic endoprostheses were implanted to extend a previously implanted non-gore stent graft. On (B)(6), 2011, follow-up imaging showed no endoleak and the aneurysm diameter measured 73 mm. On (B)(6), 2011, follow-up imaging showed no endoleak and the aneurysm diameter measured 70 mm. On (B)(6), 2012, the patient presented to the hospital with chest pain. Computed tomography showed a distal type I endoleak due to distal neck dilation. The aneurysm diameter measured 80 mm. On the same day, the patient was diagnosed with a rupture of the thoracic aortic aneurysm and expired.